Event description:
It was reported that there was a conversion from restoration modular bipolar to a full hip. Put in cup, mdm liner, acetabular trident cluster ball. Bipolar was taken off.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown bipolar. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding a non specific revision involving an unknown bipolar liner was reported. The event was not confirmed. A clinician's review of the limited medical records provided was inconclusive. Need additional information for a meaningful review. The investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that there was a conversion from restoration modular bipolar to a full hip. Put in cup, mdm liner, acetabular trident cluster ball. Bipolar was taken off.